Manufacturer narrative:
Product returned was empty package.

Event description:
It was reported that the outer package and sterile package was sealed but implant was not there. Dentist finished the procedure with another implant tooth position #10.

Manufacturer narrative:
One tapered screw vent. Implant package was returned for inspection. Visual inspection revealed that the product is not in the packaging. The seal of the vial is broken. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: product packaging all implants have been cleaned, packaged in double vials within an environmentally controlled room, and sterilized for convenience and immediate use. The implants are suspended on a carrier for transfer to the prepared surgical site without risk of contact contamination. Both the implant and the inner vial packaging are sterile. The label on the outer vial packaging for each implant contains a lot number that should be recorded in the patient¿s file to ensure complete traceability of the product. A patient chart label provided containing the lot number can also be placed in the patient file for traceability. The DHR review did not provide any indication of a manufacturing deviation that would contribute to this event. The lot was inspected and accepted by qa per procedure. However, because the condition of the product when received by the customer cannot be evaluated, the complaint is non-verifiable. A root cause cannot be determined. UDI: (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.